Event description:
It was reported that the customer used male external catheter for a long time. It was stated that the packaging of the product had recently changed, previously was hard plastic but now the product comes in a soft foam type packaging, and they did not feel they were sterile in this new packaging. Also, two of the male external catheters in the box had holes in, noticed the male external had material inside and nodules on the outside of the catheter which user feels had caused infections. The user extremely concerned about the products not being sterile in the new packaging and pieces of material found in the product. It was noted that the patient regularly experienced infections since the product packaging had changed. It was also stated that the leg bags, has had a few bags which has had the tube that connect to male external catheter back to front. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "incorrect folding by lack of instructions". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned